Event description:
Caller reported a malfunction on the pump, identified as malfunction code malf 0, with no notable events occurring prior to it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided guidance for resetting the pump, assisting the caller with the process, and advised that the pump was safe for continued use.